Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Ten (10) compounded bags and three (3) unused bags were returned for evaluation, along with a syringe that the user facility used to capture a particle from one of the compounded bags. All of the returned bags and the syringe were visually inspected and no particulate matter was observed in any of the samples. The solution inside the syringe was emptied to try and recover the reported particle, however no particle was able to be removed from the syringe. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformance's of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: compounded final container found with plastic in it. No patient involvement.